Event description:
Hosp reports unit vent inop with code elect-3 displayed. According to service technician unit failed while on pt. Staff placed pt on another unit. No pt injury or adverse effect noted by staff.

Manufacturer narrative:
The cpu pcb was not returned to the product safey department from the field for a root cause analysis. Therefore, unable to isloate the cause of the pcb failure. Investigation concluded.